Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "irrigation and aspiration poor" (aspiration issue); "irrigation and aspiration poor" (inability to irrigate). A nurse reported the irrigation and aspiration was poor during a case. The unit was switched out, the same handpiece was connected, and the case was completed without delay. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The customer reported that they setup for the vitrectomy surgery using the setup menu. The customer requested that the service representative disable the setup menu in the doctor's settings. The system was tested and met all product specifications. (B)(4).